Manufacturer narrative:
The field service representative could not determine a cause. The pinch valve tubing, ise sipper tubing and reference electrode were replaced. The ise unit was inspected and cleaned. The customer performed calibration and qc with results were within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect gen.2 results for two patient samples from the cobas 6000 c (501) module. Of the data provided, only the sodium results for one patient sample were a reportable malfunction. The initial sodium result was 133 mmol/l and the repeat result was 140 mmol/l. The questionable result was reported outside of the laboratory and was corrected. The electrode lot number was t32. The expiration date was requested but was not provided.